Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 85% stenosed lesion being treated was located in the moderately calcified, non-tortuous left anterior descending (lad) artery. When introducing the system in the guiding catheter, ouside of the patient , the operator perceived an unusual stiffness and noticed a kinking of the system. During retrieval of the system, the catheter broke in two pieces. The physician succeeded in removing it without any other issue. The procedure was completed with a taxus liberte drug eluting stent. No patient complications were reported. Patient status reported as "no issues". This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has been received for analysis, however additional, testing has not been completed at the time of this report.